Manufacturer narrative:
Qn #(B)(4). Teleflex received the device for investigation. The reported complaint that the "iab catheter failed to inflate after insertion" is confirmed. Upon return, the iab catheter central lumen and outer lumen were noted kinked, which could cause or contribute to difficulty with proper iab inflation. Additionally, the peel-away sheath(peel-away hemostasis device) was noted as inserted into the 9.0fr super arrow flex (saf) sheath hub, which indicates the iabc was not prepped correctly per the instructions for use (IFU) for sheathed insertion. An in-service has been requested to reiterate the IFU, including the appropriate method for sheathed insertion. The root cause of the damage to the iab central lumen/outer lumen is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) failed to inflate after insertion. As a result, the user used a new iab to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) failed to inflate after insertion. As a result, the user used a new iab to complete the procedure. There was no report of patient complications, serious injury or death.